Event description:
During evaluation of a returned homechoice device, a increased intraperitoneal volume (night drain 6) event was identified in the log as high drain error 106. The event occurred on (B)(6) 2013 at 06:59:27. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the alarm log. The therapy and event logs were not available for this therapy; therefore, the cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.